Event description:
The customer reported the device will not power up on dc and powers off when ops check is performed with battery installed and ac connected. There was no reported patient involvement.